Event description:
Ous MDR - after an implantation period of about 13 months, oversensing with inappropriate shocks was reported. Apart from the shocks, no further adverse event side effects have been reported. The implant date was not provided to us.

Manufacturer narrative:
An implant date was provided for this device. Upon receipt, the device was interrogated, revealing the battery status mol2. The device was implanted for 13 months and 186 charging cycles were recorded to the device memory. The header of the ICD was visually inspected. No anomalies were noted. The set screws could be easily screwed in and out and showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. The memory content of the device was inspected. The analysis of the available iegm's showed, that the large amount of charging cycles was caused due to the detection of noise in the ventricular channel in (B)(6) 2012. Hence a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be faultless. Next, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached.